Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The stylet was noted inserted within the iabc central lumen. Bends to the central lumen were noted at approximately 5.1cm and 47cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approximately 29.5cm from the distal tip. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5.1cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was con-ducted for the lot number with no relevant findings. The device passed all manufacturing specifica-tions prior to release. The reported complaint that "the catheter was stuck in sheath" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent and resistance was noted upon passing the guidewire through the iabc central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is repored as "unknown".

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath, change new catheter". No patient injury or consequence reported. The patient's current condition is repored as "unknown".

Manufacturer narrative:
(B)(4)